Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high impedance was noted on the pacing lead. A chest x-ray confirmed lead fracture. The patient will be monitored and the lead remains in use. No patient complications have been reported as a result of this event.